Manufacturer narrative:
The unit did not have any button error alarms and no unlocked lcd keypad connector. However, the unit had unresponsive buttons due to flattened esc, act, and up arrow dome switches. The unit also had a minor scratched lcd window.

Event description:
The customer called in to report a button error alarm and a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 279 mg/dl. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.